Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected audio or beep anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 437 mg/dl. Insulin pump had no delivery alarm. Insulin pump had motor sound during displacement test. Customer's blood glucose was 200 mg/dl at the time of call. The product will be returned for analysis.